Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and sweat gland excision. Previously administered products included for contraception: depo provera from 2002 to 2008. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), alopecia ("hair loss "), mood swings ("mood swings"), cystitis ("bladder infection ") and urticaria ("hives ") and was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("ra"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain (constant/severe)"), migraine ("migraine headaches ") and dysgeusia ("weird taste in my mouth"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction had resolved and the dysmenorrhoea, dyspareunia, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, alopecia, mood swings, cystitis, migraine, urticaria, weight increased and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-mar-2020: plaintiff fact sheet received. Information added/updated: reporter information, medical history, essure insertion date changed, events (pain updated to chronic pelvic pain female, ra, vaginal bleeding, menorrhagia, apareunia, bladder infection, migraine headaches, hives, weight gain, weird taste in my mouth), outcome of events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and sweat gland excision. Previously administered products included for contraception: depo provera from 2002 to 2008. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), alopecia ("hair loss "), mood swings ("mood swings"), cystitis ("bladder infection ") and urticaria ("hives ") and was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("ra"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain (constant/severe)"), migraine ("migraine headaches ") and dysgeusia ("weird taste in my mouth"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction had resolved and the dysmenorrhoea, dyspareunia, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, alopecia, mood swings, cystitis, migraine, urticaria, weight increased and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: plaintiff fact sheet received. Information added/updated: reporter information, medical history, essure insertion date changed, events (pain updated to chronic pelvic pain female, ra, vaginal bleeding, menorrhagia, apareunia, bladder infection, migraine headaches, hives, weight gain, weird taste in my mouth), outcome of events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and sweat gland excision. Previously administered products included for contraception: depo provera from 2002 to 2008. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), alopecia ("hair loss"), mood swings ("mood swings"), cystitis ("bladder infection") and urticaria ("hives") and was found to have weight increased ("weight gain"). In 2015, the patient experienced rheumatoid arthritis ("ra"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain (constant/severe)"), migraine ("migraine headaches") and dysgeusia ("weird taste in my mouth"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction had resolved and the dysmenorrhoea, dyspareunia, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, alopecia, mood swings, cystitis, migraine, urticaria, weight increased and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.